Event description:
It was reported that a faradrive steerable sheath clear that was selected during a pulsed field ablation (pfa) procedure to treat atrial fibrillation exhibited a leak. During the procedure, it was mentioned that the sheath had the leak issue. Thus, the sheath was replaced, and the procedure was completed successfully. No patient complications were reported. The device is expected to be return for analysis.

Manufacturer narrative:
B3: date of event - estimated as the date of event is unknown and the aware date was in june 2025. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a faradrive steerable sheath clear that was selected during a pulsed field ablation (pfa) procedure to treat atrial fibrillation exhibited a leak. During the procedure, it was mentioned that the sheath had the leak issue. Thus, the sheath was replaced, and the procedure was completed successfully. No patient complications were reported. The sheath has been received at boston scientific's post market laboratory where it is awaiting analysis.

Manufacturer narrative:
B3: date of event - updated to 09 june 2025 based on additional information received.

Event description:
It was reported that a faradrive steerable sheath clear that was selected during a pulsed field ablation (pfa) procedure to treat atrial fibrillation exhibited a leak. During the procedure, it was mentioned that the sheath had the leak issue. Thus, the sheath was replaced, and the procedure was completed successfully. No patient complications were reported. The sheath has been received at boston scientific's post market laboratory.

Manufacturer narrative:
Device evaluated by MFR.: the referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified a tear in the inner valve. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tear on the valve.